Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services powered on the monitor with the baton connected, wiggled / flexed the cable and no failures found. Attached monitor to a rolling cart and flexed the back casing with no failures. Device returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was no video image and there were green lines on the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.